Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient is "in the process of getting the electrodes redone" because one is not in the right place and they are going to change the placement. Patient services asked when patient became aware of this event and patient reported it worked really well at first but hasn't been working as well the past few years. Patient will be going to (B)(6) to have it changed.